Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were some missing pixels on the pump touch screen. Reportedly, the pump did not display all the letters in the "bolus" option on the home screen. The customer placed the pump in storage mode to resolve the issue; customer reported screen was displayed normally at the time of the report. The customer's blood glucose level was 254 mg/dl.